Manufacturer narrative:
Additional information received: the reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -14.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, elevated intraocular pressure and significant reduction of irido-corneal angles. The incision was enlarged and additional suture was required. The lens exchanged resolved the problem. The patients post-op best-corrected visual acuity was 20/20. Device evaluation: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted evo visian icl lenses bilaterally in a patient and both eyes present high vaulting. The lenses remain implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.